Event description:
Boston scientific received information that this rv lead exhibited loss of capture. A decrease in r-wave and an increase in threshold measurement were noted. The patient developed atrial flutter. An x-ray was taken and it did not show lead perforation or dislodgement. The lead was re-programmed. This lead remains in service. No adverse patient effects were reported. Additional information has been requested. Once additional information becomes available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is; therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.